Event description:
During a lap chole procedure, after several successful clip applications, clip applier snapped in mid release, clung to the tissue and released with difficulty. No apparent damage to the tissue. Unknown if cholangiogram was performed. No patient consequence.